Event description:
It was reported that during a hammertoe procedure implant barb snapped off.

Manufacturer narrative:
The broken piece was retrieved from pt and the implant left in. Fixation was achieved. The implant remains implanted. Device history records show that parts in the field are conforming to design. Per rep the surgeon did not resect the bones enough to allow enough clearance to maneuver the implant into the proximal phalanx after insertion into the middle phalanx. The implant was subject to a side load during the attempt to align the implant with the long axis of the proximal canal. The combination of this load and not having the proper clearance to insert the implant caused the implant leg (barb) to be caught on the proximal phalanx wall, short of the drilled hole, and break.